Event description:
Customer reported a motor error alarm. The customer's blood glucose was 253 mg/dl at the time of the call. Customer did not recall any significant events leading to the alarm. The customer also stated they were able to rewind the pump. Customer is advised to disconnect from her insulin pump and revert to her back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The insulin pump was received stuck in a motor error alarm during bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.